Event description:
Follow-up information revealed the issue is resolved.

Manufacturer narrative:
Corrected data: model number.

Event description:
It was reported the patient experienced abdominal cramps following an implant procedure on (B)(6) 2019. As such, the physician turned the patient's therapy off. However, the cramping continued. X-rays did not show lead migration. Follow-up information revealed the patient's therapy was turned back on and the cramping has almost completely subsided.